Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, displacement accuracy test and self test. Unit powered up properly after battery installation. No pump error 23 alarm noted during boot up. No unexpected pump error 23, pump error 53 and pump error 68 alarms noted during testing. Pump successfully downloaded traces and history file using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 23 occurred on 11/05/2024 at 04:16:36.000. Pump error 53 (file number = 26276 line number = 24578) confirmed twice on 05-nov-2024 at 04:14:29.000 and 04:16:02.000. Per software engineering troubleshoot guide, pump error 53 was generated due to hard fault exception on main mcu suspecting the hardware. Pump error 68 occurred on 11/05/2024 at 04:16:04.000. Pump history on the event date of 05-nov-2024 found bolus deliveries of 0.275 u at 00:03:03.000, 0.3 u at 00:08:03.000 and 0.325 u at 00:13:05.000. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Test p-cap locked into the reservoir tube successfully. The following were noted during visual inspection: cracked keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and serial number label missing. In conclusion, customer's concerns for pump error 23, pump error 53 and pump error 68 were not confirmed during testing. However, pump error 53 was confirmed in the history files due to hardware issue. Problem isolated to electronic assembly. Unable to confirm low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose/carb intake. The customer reported a blood glucose value of 60 mg/dl. Troubleshooting was performed. The event involved product(s) mmt-342, mmt-1884, mmt-442ag. The customer was not using the auto mode/smartguard feature at the time of the event. The customer received a post-reset ram crc alarm (pump error 23), and a software error was detected (pump error 53). Trace pointers were invalid (pump error 68). No further patient complications were reported. No product return is required for mmt-342. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-442ag.